Event description:
It was reported that there was "motor control board damage found at remediation." There was no patient involvement.

Manufacturer narrative:
Correction in b5. Additional in d10, h6. Per review, it has been determined that the original reported issue was noted in error. The correct description notes "motor control board damage found at remediation." Therefore, the reportability for this file will be updated to non-reportable as there is not enough information to reasonably suggest that a reportable malfunction has taken place.

Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the device had dim/missing segments. There was no patient involvement.